Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the zapping too much and pain was the intensity was too high when the patient laid down, so the representative had the patient turn it down. The issue was resolved.

Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced horrific pain due to a car accident, which led to the implantation of a medtronic spinal cord stimulator (scs). Despite some relief from the device, the patient continued to experience pain in the knees, hips, and lower back. The patient needed to turn off the stimulation for a couple of weeks before reprogramming to achieve pain relief. There was an issue with a medtronic representative not attending a scheduled reprogramming appointment. Additionally, the patient had a blockagein the colon and was unable to undergo magnetic resonance imaging (MRI) due to the presence of the stimulator. The MRI facility required clearance from medtronic for the procedure. The patient was guided on how to access MRI safe mode and was provided with the technical services phone number for further assistance. The patient was redirected to their healthcare provider for further addressing the issue and to meet with a medtronic representative in person for reprogramming. An email was sent to local field representatives for visibility and a callback request. Additional information was received from the manufacturer representative (rep). Rep reported the patient just needed an adjustment and the hcp was aware. After the adjustment was made, rep noted pt was feeling great and no further actions were needed. Pt called back stating they met with the rep to adjust their stimulator and now it was zapping too much. The pt did not know how many times they tried to get the ins therapy like the trial for they had the same pain that they had before the stimulator was put in. Pt had 2 major back surgery and then the ins implant surgery that was supposed to help relieve the pain but since getting it they had nothing but trouble. When pt would meet with their reps they can't seem to get it right, they met with a rep who helped the pt get some relief but they were now on maternity leave. Pt had texted their rep who said no problem and since that the rep did not get back to them; pt was in a lot of pain and needed help to get it regulated. For 3 years it was hurting their knees and they needed the ins for their lower back and hip area. The pt did not know how many times they went to their hcp for this and one time their rep did not even show up to an appointment. Pt noted the reps told the pt they were challenging and pt said it was not their fault that th ey had this pain. Pt was redirected to their hcp. Rep responded they would call the patient.

Event description:
Pt called back stating they met with a manufacturing representative to adjust their stimulator and now it was zapping too much. The pt did not know how many times they tried to get the ins therapy like the trial for they had the same pain that they had before the stimulator was put in. Pt had 2 major back surgery and then the ins implant surgery that was supposed to help relieve the pain but since getting it they had nothing but trouble. Pt was in a lot of pain and needed help to get it regulated. For 3 years it was hurting their knees and they needed the ins for their lower back and hip area. The pt did not know how many times they went to their hcp for this and one time their rep did not even show up to an appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.